Event description:
Following product explant, the device was returned for post market evaluation.

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed and an updated report will be submitted.

Manufacturer narrative:
Upon return, the device was thoroughly analyzed. (B)(4). Laboratory technicians reported a pristine outer case visual inspection. The header and case were then removed at which time the internal inspection revealed evidence of arching damage. The device was then sent for further destructive analysis, so as to determine root cause of this internal arching. Micrographs illustrating internal damage on each of the device components were provided; however, the extensive damage to the affected areas prevented a clear determination of what may have caused or contributed to this arching event. It was suspect that an internal foreign material could have caused this premature device failure. Laboratory engineers were able to confirm appropriate right ventricular pacing therapy with compromised defibrillation therapy.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) generated a fault code - discovered upon device interrogation - that could compromise critical therapy so an immediate device replacement was recommended by our technical services department. Meanwhile, a manual cap reform was performed, inappropriately shocked the patient and the fault code returned. The device was programmed to monitor only and the device was replaced the next day.